Event description:
Tip of the device was broken off during use. Hosp contact reported that the surgeon retrieved the broken fragment from the joint without pt injury or complications to the procedure.